Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue pull-ring cap was missing from the blue supply line of a homechoice cassette during peritoneal dialysis therapy. This issue was identified during dwell four of four while the patient was connected. The patient would discard all supplies. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.